Event description:
It has been reported to co that during the procedure a dissection was noticed in the right coronary artery. The physician inserted the guide catheter into the patient and engaged the guide catheter into the right coronary artery. At some point during the procedure the physician noticed a dissection of the coronary artery. The physician inserted a stent and successfully repaired the dissection.